Event description:
Healthcare professional reported, left side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, part of the shell is missing, non-penetrating nicks. A microscopic analysis was performed which identify, sharp edge. And with non-penetrating nicks assessed, as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge opening with non-penetrating nicks assessed, as surgical impact. Non-penetrating nicks. Part of the shell is missing assessed, as inconclusive.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported left side rupture. The device was explanted.